Event description:
Pt was admitted for same day surgery for removal of infuse-a-port reservoir due to malfunction of port. Upon inspection of the reservoir catheter junction, the catheter was noted to be completely disrupted from the reservoir. After completion of removal of the reservoir, the pt was referred to interventional radiology for transvenous removal of the catheter. The pt returned a few days later for interventional radiological retrieval of the broken catheter from the innominate vein and superior vena cava.